Manufacturer narrative:
The device history record for the reported lot number, m7227t306, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The small end of the flex connector (15 mm) was attached to the male insert of the double swivel elbow (dse). Resistance was felt just beyond the medial point of the insert. A certified ruler was placed next to the mated components, the distance between the leading edge of the flex connector and the top of the dse flange is 2 mm. The flex connector was rotated, the dse male insert did not rotate with the flex connector. Lose connection was observed. Root cause could not be determined. All information reasonably known as of 02-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2018-00016 for the first patient. The respiratory therapist went in the patient's room and noticed the endotracheal tube (ett) was taped. The registered nurse (rn) stated it kept coming loose. The device was exchanged out several times while on the patient. No additional information was provided.